Manufacturer narrative:
The product was not returned for investigation. The reported failure could not be confirmed. The reported e4 failure mode is rare and is often caused by the failure of the u132 chip on the main circuit board. The chip controls the voltage input and can fail due to the following possible reasons: cold solder joint; defective component; short circuit due to over driving the chip. In sum, the customer complaint could not be confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that during testing and before use, an e-4 error message appeared on the display of the unit. It was further reported that this was an out of box issue.